Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that the insulin pump had audio issue. The customer¿s blood glucose was 135 mg/dl. The reports that her insulin pump stop giving the audio today and reported that the audio volume was the same no matter if it was set on high or low volume. Customer reported that they both sound the same, customer did the audio test and it was not pass. The insulin pump will not be returned for analysis.